Event description:
It was reported that the pt was having "problems" with her device, since having a magnetic resonance imaging. Further info has been requested from the hcp.

Manufacturer narrative:
(B) (4).